Event description:
A customer contacted beckman coulter inc., (bec), and reported a leak inside the ac t diff analyzer. The customer stated the leak was from the probe and only happened during the start up of the instrument and not while running patient samples or controls. There was no report of any patient samples or results being affected by the leak. The material safety data sheet (msds) was not reviewed. The lab's exposure control or risk management plans are in place. The user was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. No injuries occurred and medical attention was not sought in connection with this event. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that the probe wipe block drain was clogged with bloody residue and was moving slowly. The fse tried to clean the block but it still wasn't working. The fse replaced parts, and the repairs were verified per established procedures. Root cause for the leak is attributed to a clog in the probe wipe block drain which caused the probe to drip. (B)(4).